Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer is re-using insulin, and using expired insulin. Tandem clinical support informed customer that re-using insulin, and using expired insulin, is off label per the user guide. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, with ketone levels identified as life threatening by their health care provider. Elevated blood glucose levels were addressed by manual insulin injection.